Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) inspected the device and observed that one of the auxiliary sections was missing from the virtual map, although the drawer was still listed as populated. The indicator lights on the controller board confirmed connectivity. The fse powered down the station and reseated all connections on the controller boards, including an additional controller board, but the issue remained after reboot. The controller board was then replaced with a revised version, which restored the virtual map display, and the drawer was recovered following an open and close action. The fse proceeded to validate functionality using the hardware test application, during which all pockets were individually tested. While the pockets were accessed, the row board cables were verified for proper connections, and debris found within the drawer was removed. Functionality was confirmed after testing. The auxiliary cable was verified to be securely connected to the back of the cabinet, with no physical damage observed. Some small debris, mainly cups and other items that had fallen behind the device and missed the trash can, were removed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.1 failure occurred with an error message "device not detected on bus." Rss review indicated a hardware failure with "failure to access/secure hardware - failedtoopen." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.